Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted and successfully replaced.

Manufacturer narrative:
The device has not been returned.

Event description:
Boston scientific received information that this device displayed a fault code upon interrogation, and it was noted that the device declared end of life (eol) last month sometime. The patient had not been seen in quite a while and it is unclear when elective replacement time (ert) was declared. The patient recently was seen for a device check and that is when eol was noted. Boston scientific technical services (ts) was consulted and suggested immediate replacement as therapy is not guaranteed after the device declares eol. The device remains implanted. To date, no adverse patient effects have been reported.